Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the alinity I toxo igm reagent lot 65395be00. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity I toxo igm assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65395be00. Historical performance of the alinity I toxo igm reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 65395be00 is within established limits, indicating that the lot is performing acceptably in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igm reagent lot 65395be00.

Event description:
The customer observed false reactive alinity I toxo m results which were negative on elisa method by biomérieux on several patients. The multiple result examples provided were: on (B)(6) 2025 patient 1: sid (B)(6) initial=0.60 index (> or = 0.60 index=reactive) /repeated on biomerieux=0.45 (negative). Patient 2: sid (B)(6) initial=0.67 index /repeated=0.67 index /repeated on biomerieux=0.45 (negative) and 0.48 index there was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I toxo m results which were negative on elisa method by biomérieux on several patients. The multiple result examples provided were: on (B)(6) 2025 patient 1: sid (B)(6) initial=0.60 index (> or = 0.60 index=reactive) /repeated on biomerieux=0.45 (negative) patient 2: sid (B)(6) initial=0.67 index /repeated=0.67 index /repeated on biomerieux=0.45 (negative) and 0.48 index there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.